Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, reinsert reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery.customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call indicating that the insulin pump had damage. The customer stated that where she puts the reservoir in its really cracked and the o'ring has fallen out.